Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, a lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began either in (B)(6) 2013. The patient claimed the subject meter read inaccurately high compared to a freestyle meter. The csr noted that the patient was unable to provide the readings obtained with the subject meter or on the other device. The patient manages his diabetes with oral medications, diet and/or exercise. The patient confirmed he continued his usual diabetes management regimen despite the elevated reading(s) he obtained with the subject meter. The patient denied developing symptoms after the meter issue began; however, reported that toward the (B)(6) 2013, he scheduled an appointment with his hcp. The patient confirmed his blood glucose was tested at the time of the doctor¿s office visit, but did not recall what the reading was. The patient claimed that at the time of the office visit his doctor advised him to continue testing with his freestyle meter. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused and/or contributed to a serious injury. The patient did not develop symptoms or receive medical treatment for a low blood glucose excursion after obtaining an inaccurate high result with the lfs device. However, this complaint is being reported as a malfunction because, the alleged meter inaccuracy remained unresolved at the time of troubleshooting.